Manufacturer narrative:
Patient experienced deflation on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/4/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline 270cc mentor smooth round high profile, catalog # 3503270, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with saline 270cc mentor smooth round high profile breast implants and experienced deflation post-operational. The deflation was caused by a defective valve. As a result, the patient underwent device removal on (B)(6) 2019.